Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000e us was alarming error 305 "communication to cfb disconnected" while on a patient. Furthermore, the patient became desaturated and ended up taking patient off the vent and placed on another bv unit. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to software problem. On similar cases evaluation, the communication between the user interface controller (epc) and the ventilation controller (cfb) is interrupted and only after a restart of the machine the communication is re-established. Conflict in memory resource allocation between software tasks causes the ventilation controller software to stop, resulting in the generation of the technical failure alarm 305. After a unit restart, the alarm 305 is resolved.